Event description:
(B)(4). First I started having bad pain into my right ovary then my left that basically hasn't went away since with nothing I take.. My hair has been falling out I have sharp pains from my vaginal down into my legs everyday. My uterus is now hard for no reason I've been checked for all kinds of things and the only thing everything ads up to the essure even my doctor said so. Now I can't even have sex without it hurting bad and I have no sex drive. It's ruined mine my husband and my children's lives because I'm not the person I use to be. Now I'm (B)(6) and I gotta have a hysterectomy done soon.